Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the verification of the vital parameters the following incident occurred: the proximal lumen was functional but the distal lumen wasn't. When the entry of the catheter was verified, a distention along the distal lumen was noticed. The lumen was immediately clamped and the anesthetist decided to remove it. Please note that 4 hours prior to the incident the catheter was found to be functional at the level of both lumens during the verification of the device. In the meantime the patient was transferred to undergo an abdominal CT scan. There were no clinical consequences for the patient as a result of the incident.

Manufacturer narrative:
(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The device history records for the catheter were reviewed with no findings relevant to this complaint. The probable cause could not be determined based upon the information provided and without a sample. No further action will be taken. Additional information was received from the customer indicating that when the patient came back from his scan, the distal lumen was "suspended", inflated as if pressure had been provoked. Before the patient left for the exam, the catheter was functional. When he returned (4 hours later), the catheter was no longer functional. It is unknown whether fluid was injected during the scan; however it is known that there was no fluid injected after the scan. The nurse immediately clamped the lumen and called the anesthetist and the catheter was removed.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for the catheter extension line being ballooned was confirmed. One 2-l, 8 fr, 16 cm catheter with a green juncture hub was returned for evaluation. Visual examination revealed the distal extension line is ballooned and clamped off. The proximal extension line is yellowed near the luer hub. Both extension lines have adhesive residue on them. There is blood visible inside the catheter body near the distal tip. The catheter body measures 166 mm from the bottom of the juncture hub to the distal tip. This is within specification of 157- 177 mm. Functional testing was performed using a lab inventory 10 ml luer-lock syringe filled with water to flush each lumen. There was no issue while flushing both lumens of the catheter. The distal extension line is mangled and is compressed in multiple locations where it is ballooned. It was reported that the catheter was functional prior to the patient getting a CT scan. However, upon the patient returning from the scan, the catheter no longer functioned and it is unknown if there was fluid injected into the lumen during the scan. A device history record review was performed and did not reveal any manufacturing related issues. Based upon information from the customer and the condition of the returned other remarks: sample, the probable cause is operational context caused or contributed to this event. No further action will be taken.